Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, de-novo was located in the severely tortuous and severely calcified left circumflex artery with a significant bend between 45 and 90 degrees. A 10/3.00 flextome¿ cutting balloon¿ catheter was selected to treat the target lesion. During procedure, the balloon ruptured at 6 atmospheres in an unspecified inflation rate. The procedure was completed with a different device. No patient complications were reported and the patients' condition is stable.

Manufacturer narrative:
Corrected: describe event or problem, upn from h749rb4300100 to h749rb4300150. Device evaluated by manufacturer: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when a leak was noted. A further microscopic analysis confirmed a pinhole at the proximal edge of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that a 15/3.00 flextome¿ cutting balloon¿ catheter was selected for treatment.